Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. Technical services (ts) was contacted, and ts discussed rv lead testing options. It was also mentioned that the patient experienced an inappropriate shock many years ago. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating the device was explanted and replaced due to normal battery depletion. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. Technical services (ts) was contacted, and ts discussed rv lead testing options. It was also mentioned that the patient experienced an inappropriate shock many years ago. The device and leads remain in service. No adverse patient effects were reported.